Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref manual (n100a4010.03) warnings states the following: "do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient's chest."

Event description:
Patient contacted irhythm regarding a probable contact dermatitis for which she sought medical attention and treatment was prescribed.